Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl battery will not hold a charge, regardless of charging battery. After the battery was charged, the battery was placed on the device and the unit would not power up as the battery is not holding a charge. There was no report pt involvement and/or impact.